Event description:
It was reported that the patient presented remotely to the clinic via merlin.net transmission. Transmissions showed that the right atrial (ra) lead exhibited high impedance measurements. The impedance range was stable after november 2023, and it was discussed that the clinic needs to closely monitor the patient. No intervention was performed. The patient had no adverse consequences.

Manufacturer narrative:
UDI not available as product was manufactured on or before 23 sep 2014.